Event description:
Tip of sl1 sheath was jagged and a second sheath was used. The second did not come from the same lot series #5671769. It was a sheath manufacturing issue. The tip of the sheath was shaped in a way that the tip was not smooth to work with the vessels. The sheath was removed and a new sheath was inserted. The new sheath worked fine. No injury to the patient. The sheath was given to the vendor for further investigation.